Manufacturer narrative:
The customer did not respond to multiple requests for additional information. Based on the information available the reported problem was unable to be confirmed, and the cause of the reported problem remains unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1 reporter information: (B)(6).

Event description:
The customer reported that the loudspeaker does not work. It is unknown if the device produced sound. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.